Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil in the deeper tissue in uterine tissue') and genital haemorrhage ('bleeding very heavily') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and device expulsion ("coil in the deeper tissue in uterine tissue"). At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: embedded device and partial expulsion of device,genital haemorrhage. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil in the deeper tissue in uterine tissue') and genital haemorrhage ('bleeding very heavily') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and device expulsion ("coil in the deeper tissue in uterine tissue"). At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: embedded device and partial expulsion of device,genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.